Event description:
Line broke above the suture wings on the extension leg. No injury to pt except that another PICC had to be inserted. Home health staff reported no blood return and leaking at site with flushes/infusion on (B)(6) 2011. Pt came in for cathflo activase dose in case it was occluded. Brisk blood return obtained, however flush indeed leaked all over dressing at insertion site. The interventional radiologist suggested a change-over-the-wire, so a new PICC was placed. The old PICC appeared to have little breaks in it. Pt states that she had done some cleaning the day before with lengthy repetitive motions, cleaning staircase spindles.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.